Manufacturer narrative:
H3, h6: clinical data was received for evaluation. In summary, the complaint was confirmed. The probable root cause of the reported inaccuracies was a slight force applied during instrumentation, likely caused by the weight and position of the 'powerease' on the unstable platform. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, l6-s1, transforaminal lumbar interbody fusion (tlif). It was reported that they registered the patient with green values at l4, l5, and l6 and had a yellow value at s1. The surgeon an manufacturer representative (rep) checked for shifting but did not notice any. They then proceeded to the operate phase. The surgeon used the 7.5 acorn bit to burr down some facet to make for a good docking location of the screws at l6 bilaterally. The surgeon¿s assistant then placed screws on the left side of the patient and the surgeon then placed the right side screws. All screws stimmed with a value greater than 20 with neuromonitoring. They proceeded to use the navigation to place a catalyft cage, and the surgeon wanted to confirm the placement of all the hardware. This is when it was noticed that the l6 screws appeared to be lower in the pedicle bilaterally than what was originally planned. After reviewing the screws further, it appeared that the screws at s1 screws did not appear to match the plan either. The surgeon then removed all 4 of the screws. They then attempted to get a new reg istration but failed to obtain segmentation or registration with the second set of images. This was most likely due to the poor image quality compared to the first set of images. The surgeon then decided to place the screws by hand. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information was received. It was reported that the deviation was estimated to be about 2 to 3 millimeters (mm) off.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.